Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Nearly choked [choking sensation]. Small pin from the brush head came loose and fell out into mouth [device breakage]. Case description: consumer contacted via e-mail and stated that a small pin from the brush head came loose and fell out into his/her mouth. No serious injury was reported.